Event description:
Per complaint (B)(4), a dental implant driver's tip snapped during initial placement. The procedure was not completed within the same visit. No additional adverse patient consequences were reported.